Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was the ca board appeared burnt on the underside near j1 battery connector indicating an internal short in the 12v line. The root cause of the shorted 12v line cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.